Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(4). Investigation summary: three photos displaying the same loose 5ml syringe were received and evaluated. It was observed in the photos a portion of one of the plunger rod ribs was broken off, which was rejectable per product specification. Machine logs indicate broken plunger rods were found around the manufacture time of the batch. Batch 9070658 is considered in compliance with our product specification requirements. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Investigation conclusion: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: potential root cause for the broken plunger rod defect is associated with the assembly process. It was likely due to worn dial components that allowed a part to get stuck in an assembly dial and damage the parts that followed. Related assembly components were replaced at the time the defect was found. It is possible requalification activities did not completely contain the defect and a small portion of defective product ended up packaged with good product. Rationale: no corrective actions are necessary based on the defective rate identified.

Event description:
It was reported that syringe 5ml ll bns plunger rod was broken. This was discovered before use. The following information was provided by the initial reporter: I'm contacting you to report a problem, on the syringes in subject, which you can assess from the photos. The pieces involved at the moment are about 300, I will let you know the final number in the next days. Additional information: (B)(6) 2020. The number of syringes affected are aprox. 400.